Manufacturer narrative:
D9: date returned to mfg 1/10/2024. One device was returned for evaluation. Visual inspection revealed the entire device was slightly worn and the downstream occlusion (dso) gasket had an air bubble. No problems were found in the event history log. Functional testing was unable to replicate the reported issue; the flowrate was within range. The root cause was unknown. The dsp gasket was to be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. G4:510k unknown. (B)(6).

Event description:
It was reported that the pump exhibited a high delivery rate. The measured value was 32.24 ml at a set delivery rate of 60 ml/h and a measuring time of 30 minutes. The limit values were 28.2 ml - 31.8 ml. No patient injury was reported.